Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year.

Event description:
It was reported that the lancet protrudes beyond the end cap of the device.

Manufacturer narrative:
Correction: g5 - PMA/510(k) # was updated.

Manufacturer narrative:
Correction - section g5 was updated with the 510k number.